Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2016-01055 / 01057). Requested but not returned by hospital.

Event description:
It was reported a patient underwent an initial hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2016 due to pain and swelling related to metal on metal components. During the revision, the head had cold-welded to the stem, requiring the stem to be removed. The stem was difficult to remove, resulting in a 90 minute delay in procedure. The porous plasma spray was also noted to have peeled off of the cup. The porous coating was removed from the patient.